Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg) (B)(6) 2009; 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds. The thresholds had doubled over the past year. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.